Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not performed as the device was not received for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, arten600038247 revision a table 15 the minimum recommended size delivery system for use with a 24mm septal occluder is an 9fr. A 10fr sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. Device deformed into cobra head and was removed from the patient prior to release from the delivery cable. There was no interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. A new 24mm amplatzer septal occluder was implanted. Patient is stable.